Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had a rash. The patient's rash was on his legs and buttocks where the patient had been tucking in the excess belt cable. The patient's physician gave the patient a medication for the rash. The patient was given suggestions for relocating the excess belt cable. Follow-up indicated that the rash had healed.